Event description:
A malfunction was reported on a pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The customer was advised to continue using the pump and to contact technical support if the issue recurred.